Event description:
It was reported that the micro sagittal saw heated up during a procedure. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Internal components were evaluated, and corrosion was discovered on the motor, bearings, press plug, and other internal components. Corrosion can lead to increased friction between rotating components, which can cause heat to be generated.